Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require any third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. The customer experienced frequent occlusion issues, prompting a request for additional assistance from technical support.